Event description:
Reporter indicated the hand held computer was freezing during interrogation. Troubleshooting did not resolve the issue. The hand held and associated software have been returned to the manufacturer and are pending product analysis.